Event description:
An operating room supervisor reported that dull knives have been experienced. Procedure and patient involvement is unknown. Additional information has been requested. Additional information was received from the facility secretary who confirmed that the dull knives were noted during three separate surgeries. There was no impact to any patient. No additional information is available. This is the second of three reports from this facility.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but confirmed to be unavailable. (B)(4).